Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patients leads were placed peripherally and patient felt the leads needed to be relocated. The patient underwent a revision procedure wherein the leads were repositioned, and patient was doing well postoperatively. The leads were remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074039.